Event description:
Customer's wife reported blood glucose results of 273 mg/dl and 104 mg/dl within 10 minutes on the aviva system. Also reported blood glucose results of 261 mg/dl and 270 mg/dl within 10 minutes of 104 mg/dl on the same system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.